Event description:
Per the patient¿s mother, the patient woke up and could not hear when the external sound processor was placed on the site of the implant. The results of an integrity test in 2009 indicate normal receiver/stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report.